Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had undergone a colonoscopy and during recovery, his heart rate increased to 130 ppm. The minute ventilation (mv) and accelerometer (xl) were both programmed on. The rate slowly decreased to the lower rate limit (lrl) during interrogation but would increase again when the session ended. The mv feature was programmed to passive which resolved the high rate pacing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--